Manufacturer narrative:
The reported event that reconstruction nail r2.0, ti, left t2 recon ø13x420 mm x 125° was alleged of issue k-556 (revision) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of adverse events from the norwegian hip fracture register. The title of this report is ¿t2 recon in the norwegian hip fracture register¿ which is associated with the t2 recon nailing system, within that report, post-operative complications/ adverse events were reported, which occurred between 2009 and 2017. A review of the complaint handling database revealed that the events have not been reported previously to stryker, therefore 13 events were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses revision surgery due to osteosynthesis failure. The fracture healed wrong postoperatively. The patient received a re-osteosynthesis. It was also indicated that patient passed away within 60 days since the revision surgery however the cause and the date of the death will not be disclosed.